Event description:
Pump channel stopped while medication was infusing. (B)(4); mod eex4620. Mod "failed the occlusion test" per clinical engineering department. Event uf/importer report # 330140-2015-02 was submitted to the same company for medication infusion completely infused within one hour and 20 minutes of initiation of infusion with settings verified by two staff. (B)(4); mod 8100; date of event: (B)(6) 2015; date of report: (B)(4) 2015.